Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the extraction of another lead, the right atrial (ra) lead was kinked. All measurements were still within normal limits; however, the physician did not want to re-use the ra lead since there was no slack remaining. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage and stretching.